Event description:
"Reporter: pts mom. Complaint # 1: stripped battery cap. Analysis: pt's mom reports noticed battery cap is stripped. Pump has been powering down for 1-2 weeks. Pt has had high bgs recorded in complaint below. Battery cap is 1 year old. No cracks in casing, pump threads intact. Pump worn in pants pocket. No known trauma to pump. Battery cap, oow. Pump being replaced for a separate complaint below, keypad. Conclusion: stripped battery cap. Complaint # 2: high bg. Analysis: pt has had high bgs over last 1-2 weeks reading ""high"" on the meter. Pt has had n/v/ketones no sob. Pump has been powering down due to stripped battery cap. Reviewed history in pump. Dates were wrong and were changed often when pump powered down. Unable to confirm basal/bolus/tdd history as the dates were often changed and can't be confirmed. Confirmed bolus/basal settings correct. Mom denies moisture at site, bent/kinked cannulas, redness at site. Denies leaking or air bubbles in cartridge. Insul".